Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, it was noticed that there is a hole in the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. Reportedly, the device was removed and the procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.